Event description:
The customer reported that paramedics were called due to him having a low blood glucose incident. The blood glucose reading at the time of the event was 27 mg/dl. Prior to the event, the customer stated that he was driving and he had to pull over because he was not feeling well. The paramedics treated him on site. The customer told the paramedics that he did not want to be taken to the hospital. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.